Manufacturer narrative:
Pump received with a partially broken retainer ring and a damaged battery cap contact. Unable to do the rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test and displacement accuracy test due to partially broken retainer ring. Pump passed the sleep test, sleep current measurement test and active current measurement test. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 18.6 units of normal bolus was delivered on 01-mar-2023 between 11:07:56.000 and 23:30:58.000. Pump was cut to perform visual inspection and found moisture damage on the force sensor and motor home switch. Force sensor zero offset within specification with 22.6mv. Unable to lock a test p-cap into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked lcd window, scratched case, missing o-ring (reservoir tube), cracked case ¿ display window corner, missing display window/cover, broken reservoir tube lip, stained keypad overlay, partially broken retainer, cracked case (battery tube) and pillowing keypad overlay. Pump passed functional testing and no under delivery anomalies noted during testing. Cosmetic damage was confirmed at the retainer ring. Partially broken retainer ring was confirmed. Damaged battery cap contact was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump's retainer ring and also stated the pump was not delivering enough insulin. Troubleshooting was performed and found that the reservoir was unable to lock in place when inserted into the pump. Also, it was found there was a crack and missing pieces on the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.